Manufacturer narrative:
According to the complainant, the device was disposed of and is not available for evaluation. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.

Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6), 2011 (patient ID, age, and weight are unknown). According to the complainant, a fibroid tumor was observed on the cervix when dilating. After dilation, the cervix relaxed and became patulous. There was no indication of over dilation. During the hysteroscopy phase, a cervical leak was observed. The physician applied pads to the area and proceeded with the case. During the heat up phase, a fluid loss alarm occurred, and again fluid was observed to be leaking from the cervix. A second tenaculum was applied, and the procedure was resumed. A second fluid loss alarm occurred, and again fluid was observed to be leaking from the cervix. The second tenaculum was tightened, and a third tenaculum was applied. The procedure was resumed. A third fluid loss alarm occured and the system proceeded to the cool down phase. No cervical leak was observed after the third alarm, and no burns were sustained in the procedure. A second genesys hydrothermablation procerva procedure set was used to successfully complete the procedure. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be 'fine.'